Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has not provided consent despite several requests to the recipient¿s medical institution to obtain and provide the consent. As a result, no conclusion can be drawn at this time. If the consent is received at a later date, the issue will be re-opened, and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2022 the recipient was reimplanted with another cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2023. The explanted device was received at the company on (B)(6) 2023 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom cover of the device, as well as a severed electrode. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed a broken electrode within the electrode pocket. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.